Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. The sensor plug transferred successfully. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component DHR's were not reviewed. Sensor kit DHR's have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. Dose audit reports were reviewed to cover the required time period and it demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed and showed no trips were observed for the reported complaint and freestyle libre sensors. If the remaining product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s mother reported customer experienced an allergic skin reaction and subsequent infection while wearing an adc freestyle libre sensor. It was further reported customer experienced ¿a very painful, itchy, rash¿ where the sensor was inserted. Caller noted that on (B)(6) 2018 customer was taken to a hospital where she was treated with unspecified antibiotics. On (B)(6) 2018 she was taken back to the hospital, diagnosed with a cellulitis and a surgeon ¿drained the infected area¿. Customer was then treated with another 10-day course of unspecified antibiotics. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer experienced an allergic skin reaction and subsequent infection while wearing an adc freestyle libre sensor. It was further reported customer experienced ¿a very painful, itchy, rash¿ where the sensor was inserted. Caller noted that on (B)(6) 2018 customer was taken to a hospital where she was treated with unspecified antibiotics. On (B)(6) 2018 she was taken back to the hospital, diagnosed with a cellulitis and a surgeon ¿drained the infected area¿. Customer was then treated with another 10-day course of unspecified antibiotics. No additional treatment was required. There was no report of death or permanent injury associated with this event.